Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the non-calcified, moderately tortuous left circumflex (lcx) obtuse marginal (om). The lesion was predilated with 2.5x20mm non-bsc balloon. The physician attempted to place the 2.50x24 taxus liberte stent, but was unable to cross the lesion. Upon removal, the physician found the stent was damaged. The procedure was completed with another 2.50x24mm taxus liberte stent. No patient complications were reported. Pt status reported as "good".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).